Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument broke inside of the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the long bipolar grasper instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
On (B)(6) 2023, intuitive surgical, inc. (Isi) received mw5119588 stating: long bipolar instrument broke inside of patient. Was able to be retrieved without injury to patient. Isi followed up with the initial reporter and was advised that there was no additional information available.